Event description:
It was reported that a user experienced hypoglycemia after reconnecting their ilet following a hospitalization for foot surgery and a recent fill tubing while disconnected; the user¿s pump and cgm indicated lows to approximately 54 mg/dl, and a confirmatory fingerstick measured 66 mg/dl, with subsequent entry of the meter value into the pump and recovery to 111 mg/dl after oral carbohydrate intake. Symptoms included none reported. Outcomes included self-treatment with oral glucose and no need for external assistance or medical intervention. Investigation included troubleshooting and user education regarding monitoring, confirmation with fingerstick, and updating the pump with the meter value. Investigation of this case revealed no reported device alarms or configuration changes and did not identify a device malfunction, so the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.